Event description:
During an endoscopic vein harvesting procedure, the balloon on a balloon dissection cannula ruptured. A piece of the balloon was found to have lodged between the pt's tissue and sharp tip of a trocar being used during the surgical procedure. The report indicates that a surgical intervention was required to be performed in order to remove the cannula from the original incision and to retrieve the piece from the balloon that had dislodged. The pt was last reported to be in satisfactory condition. No other complications were reported.